Event description:
The pt was reportedly experiencing intermittency and poor retention. External equipment was exchanged, however, this did not resolve the issue. The pt's device was explanted.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This older device configuration is no longer manufactured. This is the final report.